Event description:
Additional information received from technical support indicating that due to the lead dislodgement, there was undersensing of right ventricular signals and oversensing of atrial signals.

Manufacturer narrative:
Correction: b1, b2, h1, and h6.

Event description:
Additional information received indicating that the right ventricular lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: b5, d7, and h6.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Additional information received indicating that the lead dislodgement of the right ventricular lead was caused by twiddler's syndrome.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room following the administration of high voltage therapy. Technical support was contacted and determined that variation in sensing threshold, decrease in pacing impedance, and sensing of atrial signals were also noted on the right ventricular (rv) lead. X-ray imaging was conducted and revealed rv lead dislodgement. Following this, it was determined that the high voltage therapy delivered to the patient was inappropriate. No intervention has been conducted at this time but rv lead revision is anticipated at the next follow-up. The patient was stable and will continue to be monitored.